Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed inter processor communication error, generated if minute event is not received from motor processor or the sw watchdog task is not running properly, hardware low level failures and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula. The displacement test passed. Customer were able to rewind and clear the alarm. However, the alarm reoccurred. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error, inter processor communication error, generated if minute event is not received from motor processor or the sw watchdog task is not running properly error, or the motor processor did not report the insulin pumps stroke as finished in reasonable time alarms during testing however, hardware low level failures error, inter processor communication error alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm, and the motor processor did not report the insulin pumps stroke as finished in reasonable time alarm are found in the formatted history file due to a software error.